Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 179mg/dl, 134mg/dl. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "blood from same finger was used. Control solution was 134 (105-142)".